Event description:
It was reported that pump screen was dark and would not turn on while pump was blinking red and vibrating periodically. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed pump was not connected to power, removed pump from case, and followed button press instructions without success, then tried charging with known working supplies, and technical support arranged replacement pump while customer planned to use multiple daily injections as backup insulin therapy.